Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring when the device was fired on the cystic duct. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. (B)(6).